Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the segmental articulating surface. It is reported by the pt's counsel that the pt received the implant on (B)(6) 2012 and was revised on (B)(6) 2014 due to a fracture of the component. Note that the segmental articulating surface is of zimmer (B)(4) design control. Within review of the operative notes, there is indication that the pt had an infection in the knee location but the cause of the infection is unk. The pt was also implanted with the following tm components (zimmer tmt design control): tm tibial cone (1), tm femoral augment (3), and tm femoral cone (1); however, none of the tm components were revised at the time this report was received.